Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet failed to pair with a dexcom g7, and the device¿s bluetooth version displayed as 0.0.0 during troubleshooting, consistent with a communication malfunction of the ilet¿s wireless component. Symptoms included the need to discontinue ilet therapy and revert to backup insulin injections. Outcomes included interruption of automated insulin delivery and use of alternative therapy. Investigation included guided troubleshooting with firmware check, sensor type toggle between g6 and g7, device restart, and assessment of the device¿s bluetooth status. Investigation of this case revealed a device communication failure attributed to the ilet¿s bluetooth module presenting a nonfunctional version state, consistent with a device component malfunction affecting pairing. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the communication subsystem.